Manufacturer narrative:
H.6. Investigation: a complaint of the bottom part of the set coming loose and separating was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was verified. The bottom component of the buretrol had separated. When getting a closer look under the microscope, no solvent could be seen on either components. A device history record review for model 10012564 lot number 20096477 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an insufficient amount of solvent being added to the connection site. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of loose component with lot #20096477 regarding item 10012564.

Event description:
It was reported that gra set v/nv qs mc 60d 3sstubing broke. This occurred on 10 occasions. The following information was provided by the initial reporter: material no: 10012564 batch no: 20096477. It was reported that the bottom piece on the tube comes off during surgery.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that gra set v/nv qs mc 60d 3sstubing broke. This occurred on 10 occasions. The following information was provided by the initial reporter: material no: 10012564 batch no: 20096477. It was reported that the bottom piece on the tube comes off during surgery.